Event description:
It was initially reported to boston scientific/target that the gdc 18-standard coil had knotted up outside the excelsior 1018 microcatheter.on analysis of the device in 2003, this event became a medical device report because the gdc 18-standard coil was found separated from its main coil weld section inside the excelsior 1018 microcatheter. There were no complications reported with the patient.